Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operation room for a normal device change out. The lead was imaged and externalized conductors were observed. The lead also exhibited low pacing impedance chronically. The lead was capped and replaced. The patient was stable post procedure and will continue to be monitored.